Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a malfunction. The lead was capped during a system upgrade procedure on (B)(6) 2010. The lead was electively explanted on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4)

Event description:
New information states the lead exhibited loss of capture.